Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -13.5/2.0/094 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault. This resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
This product is not marketed in the us. Claim # (B)(4).

Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use (acd < 3.0mm) added to inital MDR. Claim#: (B)(4).